Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection of the complained screws shows that both tips are indeed badly deformed due to mechanical overloading. Microscopic evaluation shows that the pitches of the screw threads are flattened. It appears that the tips got damaged during insertion into very hard material. We are not able to determine the exact reason causing the reported problem. No product fault could be detected.

Event description:
It was reported that the screw would not insert into skull. This is report 2 of 2 for complaint (B)(4).